Manufacturer narrative:
Neither sample or pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
The patient reported difficulty attaching the infusion set to the insertion site, as the set was not fully clicked into place, which resulted in leakage and an elevated continuous glucose monitor (cgm) reading of 400 mg/dl. The patient experienced nausea and vomiting. The patient replaced the infusion set and resumed basal insulin delivery and attributes the issue partly to user error, stating the set was only halfway clicked, and partly to the design of the hard clips, which made proper attachment challenging.